Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, an opening, missing shell, broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as unidentified (tear) opening, a sharp broken edge opening assessed as surgical impact opening on posterior, and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks (stress marks), and a sharp broken edge on posterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.